Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5120099.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient reported to clinic due to an unspecified infection. The entire system including an abbott right atrial (ra) lead was explanted. Further information was not provided.